Event description:
The complainant reported a patient with heart failure and in cardiogenic shock was escalated to an impella 5.5 device from an impella cp for increased mechanical circulatory support. The patient had been previously supported on the impella cp for 8 days. During impella 5.5 support, it was reported that there were alarms for high purge pressure and purge system blocked. The medical team made the decision to explant the impella 5.5 and replace it with an intra-aortic balloon pump (iabp) due to the purge pressure issues. The patient was successfully placed onto the iabp, however later the same day the patient¿s care was withdrawn and the patient expired.

Manufacturer narrative:
Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor. Product status: the impella device was not received from the customer as the customer reported it has been discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D.3 manufacturer fax was inadvertently omitted from the initial manufacturer report number 220648-2025-46127. D.9 updated as the pump is available for investigation. E.1 initial reporter address line 2 was inadvertently omitted from the initial manufacturer report number 220648-2025-46127. G.1 manufacturer contact fax number was inadvertently omitted from the initial manufacturer report number 220648-2025-46127. H.6 investigation codes were updated as the product had been returned for investigation. H.10 updated the additional manufacturer narrative as the product is available for investigation. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the impella 5.5 was returned for evaluation. The clinical details state that the purge pressure rose above 1100mmhg and the purge flow rate fell below one milliliter per hour, even after replacing the purge system. High purge pressure and purge system blocked alarms were triggered. To avoid failure the pump was removed as it was not properly unloading. The event logs showed that during the whole case there was variability in the motor current, pump flows and placement signal. The purge pressure was stable for about five hours until it began to gradually increase over the course of seven hours, then there is a sharp increase over the course of two hours leading to high purge pressure and purge system blocked alarms. There are no motor current spikes before this. There are no purge cassette or bag changes before. The purge pressure continued to be high for about 28 hours, and the it slowly trended down over the remainder of the case. There is also no anticoagulation used throughout the case. The returned product had some biomaterial in the purge gap, and when it was connected to the console purge pressure was slightly elevated but it was able to return to normal 500mmhg levels after purging the pump and soaking the gap in warm water. There was no blood ingress in the line. There were no other abnormalities observed. The root cause of the high purge pressure and purge system blocked is due to biological material buildup based on data log and returned product analysis. Device history review: the impella passed all post sterile inspection checks.

Manufacturer narrative:
H.11 the first follow up rmanufacturer device report number 1220648-2025-46127 stated incorrectly that section h.10 was updated when it should of stated h.11 was updated.